Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal h4 - these dates were inadvertently missed on the initial report. H10 - the previous report incorrectly stated that the customer's allegation was confirmed. The device evaluation was unable to confirm the event and it was not replicated during testing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is possible the event occurred temporarily due to flooding from the damaged cable. The following information is stated in the instructions for use which may have prevented the event: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to the cable unit being damaged. Additional issues were identified during the device evaluation: due to poor water-tightness of the cable unit, water tightness was lost; the cable unit was deteriorated; and dirt was found on the coupler unit. The investigation is ongoing, and additional information has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the camera head, the insulation on the cable was damaged and only lines were visible in the image. There were no reports of patient harm.